Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The skull clamp's base has worn off teeth, running surface and threads. The swivel base had a hairline crack, and the index knob was scratched; they must be replaced. Additionally, the small parts must be replaced to adjust the lock. Root cause - the unit received showed signs of wear including worn teeth on the base and the lock required replacement of small parts. The swivel base had a hairline crack and the index knob was scratched requiring replacement. Probable root cause is routine wear and rough handling. Improper or suboptimal positioning of the skull clamp can also contribute to slippage and patient movement. Refer to the mayfield a1059 IFU for information regarding proper placement and positioning of the patient in the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that during navigated c1-c2 arthrodesis (high complexity) procedure, the mayfield skull clamp (a1059) failed/let loose during surgery. The patient was injured (broken nose), and the event led to increased surgery time for 2 hours, without completion of the procedure. The patient had to wear extended neck brace, and the surgery could not be completed.